Manufacturer narrative:
Additional information: d4, d5, g2, h4, h6 (investigation findings and investigation conclusions), h11. Correction h6 (component code). Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished device lot number 3944845 (product code tvtrl), and (B)(6) was found. Nr reviewer has reviewed the nr file and has concluded, based on the information available in the nr file, that (B)(6) is not related to the reported complaint condition or identified malfunction. Expiration date: 30.apr.2025 manufacturing date: 22.may.2024" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
Dir (B)(4) received from tga regarding the ethicon prosthesis for incontinence. Product details: - device: tvt exact retropubic mid-urethral sling. - date of implantation: (B)(6) 2025. The patient developed pain and tissue erosion.

Manufacturer narrative:
The investigation is ongoing, and results will be reported. The manufacturing number is (B)(4).